Manufacturer narrative:
(B)(4). Additional manufacturer narrative partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, an aortic root enlargement had to be performed due to the suspected obstruction. Although there have been attempts, the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI # (B)(4).

Event description:
Through review of medical records, the patient initially underwent aortic valve replacement due to cardiogenic shock, renal failure, and hepatic failure secondary to native valve endocarditis staphylococcus lugdunensis. Per intra-operative report, the 21mm aortic valve was seated but the right main coronary ostia could not be seen. Due to the emergency procedure, an angiogram was not done. The crossclamp was released; however, the surgeon was not satisfied with the rebound of the heart. The aorta was crossclamp again and the prior aortotomy was re-open. The valve was removed which required transection of the aorta and an aortic root enlargement was performed. A new 21mm valve was implanted.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.